Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following weight loss, the ipg was moving around in the pocket, causing discomfort to the patient. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted, replaced and revised. Postoperatively, the discomfort has resolved.